Event description:
It was reported that when the ventilator was plugged into ac power, the "no external power" and "switching to backup battery" alarms occurred and the ventilator did not recognized the battery pack. The ventilator continued to operate normally and deliver breaths. However, the pt was manually ventilated during transfer to a second ventilator. No pt injury or any adverse pt effects were reported.